Event description:
It was reported that the last time the patient saw the representative at healthcare providers office the representative told the patient 2 lead / electrodes were broken. The patient fell 3 weeks ago. On (B)(6), the patient had reconstructive left foot surgery because of rheumatoid arthritis. The patient dislocated hip on (B)(6) and was in a wheelchair currently. The ins had to be turned off for surgery and since then therapy had not been the same. Since the fall the patient was not getting therapy relief. The patient was not able to make it to bathroom on time and have not had an accident. If the patient did not get to bathroom she may have accident. The patient was not feeling stimulation and felt stimulation about 6 months ago. The patient was experiencing a loss of therapeutic effect. The patient programmer was on p3 at 1.8v but the patient was not feeling stimulation. They went to 2.6v and the patient could not feel stim but they were not sure how much to increase. The patient could not feel stimulation at 4.0v. The patient wanted to tr y another program. The patient was assisted with changing to p4 and the patient could not feel stimulation. They tried p1 at 2.9v. Stim was too strong and they decreased stim to 1.5v. It was noted p3 and p4 did not work. They tried p2 to see if it worked. The patient was feeling stim. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v847453, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).